Manufacturer narrative:
H3: analysis found visually, the device was returned in a u-shape and there was surgical tape wrapped distal to the clamp shell. There was contamination on the outside diameter of the cuff balloon. Under magnification, there were small voids in the blue and red with white stripe trace pads. Electrically, the resistance from end to end shall be less than 200 ohms and the actual measurements were 24 ohms (blue), 12 ohms (blue with white stripe), 24 ohms (red), and 12 ohms (red with white stripe) which all electrodes were in specification. Functionally, the device was connected to a nim system, and the trace pads were submerged in a saline solution to perform functional testing. During testing, the device passed the electrode check and had no excessive feedback during the noise test. There was no intermittent behavior while performing bend testing on each of the individual traces near the clamp shell. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure, channel 2 of the tube would not pass electrode check. Tried multiple time to pass electrode checking by unplugging machine, and reinserting the electrodes to the pi box. Another emg tube needed to be used for completing the procedure. There was delay of 30 minutes. There was no patient injury.